Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the placement of this right atrial (ra) lead it was not possible to measure the leads amplitudes and noise was noted. It was not possible to measure the pace impedance measurements with the pacing system analyzer (psa) due to noise. When the lead was connected to the device the pacing impedance measurements were out of range. The lead was placed to a new location but the problem persisted thus a lead issue was alleged and the lead was not used. The lead will be returned while the device remains implanted. No adverse patient effects were reported.